Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During a routine follow-up, the patient presented with what appeared to be an infected pocket. The patient was brought to the operating room for a total system extraction. There were no additional adverse effects reported.